Event description:
It was reported that a tap broke intraoperatively when the physician tapped the pedicle. The tip of the device broke off and remained in the pedicle. It was reported that the patient's bone was 'extremely hard'. It was reported that the sample was discarded by the hospital. There was about a 30 minute delay to the procedure as a result of this incident.

Manufacturer narrative:
A device evaluation could not be conducted as the tap was discarded by the hospital. A device history record (DHR) could not be conducted as the device lot number is unknown. Review of complaints found no significant trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. No corrective action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.

Manufacturer narrative:
(B)(4).